Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and low impedances. The lead was programmed off till the lead revision procedure. Three days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.